Event description:
It was reported that the device failed to power on. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.